Event description:
It was reported that the light source worked without any problem during pre-operative testing. After the pt was anesthetized, the light source failed to function and as a result, the surgery was cancelled. There is no report of injury related to this event.

Manufacturer narrative:
Investigation findings: to date, the product has not been received for evaluation. A follow-up report will be sent upon completion of an investigation.